Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their molars are no longer touching and is concerned with ending treatment with this dental issue. Patient was examined by their dentist and provided letter of recommendation. Their dentist found the patient's has healthy teeth and supporting tissue. Dentist expressed concern that the patient's bite was open in the posterior. A digital scan was done to show how their teeth, especially the molars, are not properly aligned. The patient is currently occluding on their premolars only. The dentist is skeptical that aligners alone will be sufficient to correct their occlusion at this point. The aligners have contributed to the formation of this posterior open bite that the patient now has. Contacted patient's dentist to see what next step is, waiting for response back from the dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.